Manufacturer narrative:
A ge service rep performed an over the phone investigation. Technical support was provided to the customer to cycle the c-arm fast stop switches to reconnect the system. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would not boot up and displayed an interlock open error message. No pt injury was reported.